Event description:
The reporter placed disposable defibrillation electrodes on his chest to view his electrocardiogram. The reporter put the defibrillator into the manual mode of operation and pressed the charge button. After approx 2 seconds (before the charge had completed), the reporter turned power to the device off and allegedly rec'd a significant shock through the defibrillation electrodes. Sometime later, the reporter noticed his heart racing, became dizzy and had blurred vision. He measured his heart rate to be 155 beats per minute. The reporter was taken to the hospital and was monitored for the evening then releaseed. There were no serious injuries reported as a result of the alleged malfunction.